Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Dissection is listed in the hi torque guide wires for ptca, pta, and stents instructions for use as a known patient effect associated with use of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure to treat a non-calcified 90% stenosed chronic total occlusion in the proximal left anterior descending (lad) coronary artery, a hi torque (ht) balance middleweight (bmw) universal ii 190cm guide wire was advanced but was unable to cross the lesion due to patient anatomy and resulted in a dissection. The dissection was treated via deployment of a non-abbott stent. No other devices crossed and the target lesion was not treated. The procedure was reportedly referred to another cardiologist for additional treatment attempt. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.